Event description:
During a mitral valve replacement the 31 mm edwards¿s bioprosthetic mitral valve showed that there was a moderate amount of central regurgitation. Further evaluation showed that all leaflets were moving but there was a moderate central jet. It became clear that this central jet was not going to resolve and that it remained moderate. This was an unacceptable amount of regurgitation. Physician note: ¿a decision was made to go back on bypass to inspect the valve. The left atriotomy was opened and the valve was inspected in situ. There was a gap located in the center. There was not complete coaptation of the leaflets. The leaflets moved easily without any signs of being damaged or tethered. A decision was made to remove the valve and re insert a new valve. We were able to remove the valve and retrieve all pledgets and cor knot crimps. Horizontal mattress sutures of pledgetted 2-0 ethibond were placed in the annulus. The annulus sized to a 29mm edwards tissue valve. Sutures were placed through the sewing ring and the valve was lowered into position with the valve holder in place. The handle was unscrewed, leaving the holder in place, and the sutures were secured with cor knot. The central valve holder was then removed. The left atriotomy was then closed with running 4-0 prolene suture. The patient resumed a paced rhythm. Tee demonstrated no evidence of left systemic air. The mitral valve prosthetic valve functioned well and had no perivalvular leak. Central jet was now trivial.¿